Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she has been experiencing high blood glucose. Customer stated that she has changed her infusion set and reservoir and still felt like the insulin pump has not been delivering insulin properly. Customer reported that she had a blood glucose level of 486 mg/dl in the morning and the last taken showed 239 mg/dl. Customer stated that she was not hospitalized and was not treated with manual insulin injections. Customer states that the cannula on the infusion set she changed was not bent or expired and she did not noticed any insulin leaks. Customer declined to troubleshoot for high blood glucose. Nothing further reported.